Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the fingerstick blood glucose (bg) values. A training misuse issue was identified by customer support during troubleshooting: patient reports having the meter for 5 years and not doing a control solution test on it since they first received the meter. Patient is reporting blood glucose on the meter of 34 mg/dl, no symptoms reported, with a 71 mg/dl reading on the cgm. This complaint is being reported because of the user error and because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.